Event description:
It was reported the pt experienced an increase in baseline pain. A motor stall was confirmed in the event logs with no motor stall recovery recorded. The drugs in the pump were fentanyl, dilaudid, clonidine, and prialt. No outcome was reported. Additional info has been requested, a f/u report will be submitted if additional info becomes available.